Event description:
The manufacturer received information alleging a ventilator's tidal volume was low. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device¿s machine flow sensor was replaced to address the issue.